Event description:
The customer reported system is displaying heat and collimator errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the kv control, interface, and tgi boards. System operates as intended. (B) (4).